Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that it was difficult to prime. There was no additional information provided and troubleshooting could not be completed at the time of the call. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was a loss of prime warning with low non-zero force observed in the black box history. A 24 hour duration test was successfully completed with no loss of primes being duplicated. The force sensor calibration was within specification. The pump case was removed and there was no damage found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.